Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced erythema, thinning of the skin which developed into wound dehiscence and skin breakdown exposing the receiver/stimulator followed by skin flap necrosis (date not reported). The patient also developed infection at the implant site (date not reported) and subsequently was treated with oral, intravenous and topical antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with another cochlear device as of the date of this report